Event description:
The customer's mother reported that she was changing customer's set and insulin pump alarmed compromised vorce sensor system alarm and had loose drive support cap. Customer's blood glucose was 159 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No error alarms could be verified for the loose drive support disk due to the motor error alarms. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.